Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the final closure of the skin with a carpal tunnel procedure, the surgeon grabbed the needle by the tip and broke off. The closure was finished with knots as it was the final pass of suture. There was no patient injury.